Manufacturer narrative:
(B)(6).

Event description:
It was reported that crosstalk on the ventricular channel was observed. The patient was asymptomatic and non-pacemaker dependent. The patient was referred to a different, out of town hospital for further review. No further information is available.